Event description:
Additional information was received indicating high out of range shock impedance measurements continued to be observed. An invasive procedure was performed. This lead was surgically abandoned and replaced. This crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited an increase in shock impedance measurements, including high out of range measurements. Review of device data revealed measurements have gone back to an acceptable range. Pace impedance measurements were stable and there was no evidence of noise. Additionally, in clinic testing yielded acceptable measurements. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Boston scientific technical services (ts) discussed troubleshooting options if additional out of range measurements are observed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.